Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
It was reported that the patient's leads migrated south and to the right while most of her place was on her left. In turn, surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.